Event description:
It was reported that the tip of the baseplate centering pin broke off during surgery. It was not noticed during the procedure, but discovered in a followup x ray that a fragment had fractured and been retained. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4): d4: product ID was provided for two pins however, it is unknown which of the two pins has broken. Therefore, the affected pin could be any of the following: 47430902501 - tm reverse 2.5mm pin sterile- 67353840 UDI: (B)(4) manufacturing date: jul 21, 2025 expiration date: jul 15, 2035. 47430902501 - tm reverse 2.5mm pin sterile - 67574693 UDI: (B)(4) manufacturing date: jan 10, 2025 expiration date: sep 26, 2035. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.